Event description:
It was reported via repair work order that the foot left and foot right siderails were stuck in low position due to corroded timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.